Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-16. H6: investigation summary: bd received customer samples for evaluation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. 30pcs retained samples of lot 1062943 were tested on additive amount, 100pcs retained samples checked additive appearance, all results met the product specification. 30pcs costumer returned samples of lot 1062943 were tested on additive amount, 100pcs costumer returned samples checked additive appearance, all results met the product specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, red cell hang up and red cell ring, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for red cell hang up and red cell ring. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold cn there was red cell ring. The red cell ring event occurred 20000 times, in addition it was reported there was a red cell hang up event that occurred 20000 times. The following information was provided by the initial reporter. The customer stated: "before centrifugation and after blood collection, red blood cells hang on the wall and red blood cell rings before centrifugation. Quantity: 40000 (all are used). No impact on patients and users."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold cn there was red cell ring. The red cell ring event occurred 20000 times, in addition it was reported there was a red cell hang up event that occurred 20000 times. The following information was provided by the initial reporter. The customer stated: "before centrifugation and after blood collection, red blood cells hang on the wall and red blood cell rings before centrifugation. Quantity: (B)(4) all are used). No impact on patients and users."